Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during device withdrawal for a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a farawave catheter was used. When the catheter was in the left inferior pulmonary vein (lipv) and pulled back out of the body after pfa treatment, it pulled in tissue when the guidewire was pulled back and became stuck. Tissue was pulled into the gap between the catheter lumen and the guidewire. The guidewire could not be moved even though the wire was pushed as per recommended troubleshooting. The procedure was completed using the device. A postoperative echocardiogram and computed tomography (CT) scan showed no abnormality. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that during device withdrawal for a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a farawave catheter was used. When the catheter was in the left inferior pulmonary vein (lipv) and pulled back out of the body after pfa treatment, it pulled in tissue when the guidewire was pulled back and became stuck. Tissue was pulled into the gap between the catheter lumen and the guidewire. The guidewire could not be moved even though the wire was pushed as per recommended troubleshooting. The procedure was completed using the device. A postoperative echocardiogram and computed tomography (CT) scan showed no abnormality. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.